Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012408993 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. The tip of the sheath was intact with no anomalies. The steering mechanism and deflection tests were performed; no anomalies were discovered. The functional testing was performed; no anomalies discovered. The test dilator was inserted into the sheath and retracted several times, without any friction. The test dilator was tightly snap-locked to the sheath. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issues. Leak testing was performed; the pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.112 psig and in an acceptable range, and the vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0075 psig and in an acceptable range. In conclusion, the reported "foreign material" and shaft issues were not reproduced during analysis. The sheath failed returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, another manufacturer's mapping catheter became stuck in the sheath when attempting removal. A coronary sinus (cs) catheter and intracardiac echocardiography (ice) catheter were removed from the right atrium and then the mapping catheter from another manufacturer was easily removed. It was surmised that the mapping catheter from another manufacturer was caught on the cs or ice catheter. After removing the sheath, the physician saw "something metallic down the distal end of the inner lumen ," and it was then surmised that an integrity issue with the sheath inner lumen could have been the cause for the mapping catheter from another manufacturer to become stuck. The sheath was flushed and no particles or debris were observed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.